Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient had a right limb occlusion of the zenith flex with spiral-z technology aaa endovascular graft iliac leg post endovascular aneurysm repair (evar). The graft implant causing acute ischemia of her leg. It was further reported that the patient had a fem-fem crossover to treat the limb occlusion. They were in the ICU post operationally due to lung issues. They have been readmitted due to wound infection.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation. The device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided. A document based investigation has been performed. A review of the provided imaging, the device history record, instructions for use, manufacturing instructions, and quality control data was conducted. Two computed tomography angiography (ctas) separated by slightly more than two months were provided for review. The implantation date was not provided. The may cta was likely performed between the manufacture date of september 2017 and early may 2018 as minimal acute post-operative changes were observed in each groin. A left lower pole renal infarct developed between scans. A covered accessory renal artery could not be identified. The artery originally supplying the infarct likely originated from the main left renal artery. The ipsilateral, right zsle-16-74-zt was implanted to a length of 67mm. Minimum lumen diameter was 7.8.mm as the zsle exited the ipsilateral gate. The right zsle completely thrombosed on the august scan. The thrombosis likely was rapid and near the onset of acute ischemic symptoms as extensive downstream disease would have provoked symptoms sooner had the thrombosis developed slowly and because the zsle was completely thrombus free on the initial scan. No inflow or outflow limitations were present. The minimum distal aortic lumen diameter was 26.5mm. Impressions of the imaging reviewer: complete right zsle thrombosis is confirmed. The thrombosis occurred without an anatomic explanation. The thrombosis was associated with interval development of an acute left lower pole renal infarct. It appears the left lower pole renal infarct contributed to the thrombosis. It should be noted the patient was on aspirin for anticoagulation therapy. There is no patient history that could shed light on patient predisposition to thrombus formation. Sizing and imaging appear to be appropriate. Each zenith device is shipped with instructions for use (IFU), which states warnings, precautions and instructions for use. The IFU also provides the following relevant information: vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing (less than approximately 20mm ID in the aorta or 7 to 8mm ID in the iliac) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). Excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. The device history record (lot: 8218798) was reviewed and found there were no non-conformances noted. This complaint focus is on a female patient who underwent an evar on01nov2017. It was reported that the right limb (zsle-16-74-zt) occlusion was discovered on 05aug2018 causing acute ischemia. The patient was on asa (aspirin) only for anticoagulation therapy and had a fem-fem crossover to treat the limb occlusion. Two ctas separated by slightly more than two months are provided along with the complaint report. Image review performed in these images confirmed a complete right zsle thrombosis. A left lower pole renal infarct developed between scans. The artery originally supplying the infarct likely originated from the main left renal artery. The right zsle completely thrombosed on the august scan. The thrombosis likely was rapid and near the onset of acute ischemic symptoms as extensive downstream disease would have provoked symptoms sooner had the thrombosis developed slowly and because the zsle was completely thrombus free on the initial scan. The complaint is confirmed based on the image review. The qc specification, manufacturing instructions and design history files were reviewed and no evidence was found that the device is manufactured out of specification. The thrombosis was associated with interval development of an acute left lower pole renal infarct. Therefore, it is possible that the occlusion is due to patient anatomical conditions. However, a definitive cause was not established based on the information provided. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the patient was on asa (aspirin) for anticoagulation therapy.